Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed no capture at high outputs and oversensing was observed with and without manipulation. The impedances were observed to be normal. The patient was found to have twiddler's syndrome and the rv lead was no longer in the ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.